Manufacturer narrative:
The cause is likely due to stress incurred when tightening the connections. Visual observation showed that cracked was observed from the female luer fitting of the 12¿ clear pressure tubing assembly. Cavity number ¿n32¿ printed on the female luer fitting of 12¿ clear pressure tubing. Functional testing was conducted using saline pressurized in 300mmhg showed that leakage was observed between the male luer fitting of 3way red stopcock connected to the female luer fitting of 12¿ clear pressure tubing assembly. A review of the batch documentation, which includes device history records and inspection reports, showed that no problem was found relating to damage component or leakage during the manufacturing process. From the reported lot numbers, the affected kit assembly was manufactured in march 2014. A review of the manufacturing process showed that the kit goes through 100 percent visual inspection to check for cracked or damaged assembly during manufacturing assembly process and sampling visual inspection for cracked or damaged assembly and leakage test during sampling outgoing inspection. As part of improvement action for crack on female luer fitting, qualification of the new mold was completed as per project p/n 295006-tab-704 to increase the wall thickness of the female luer fitting which could lessen the potential stress on the component during tightening of connections. Production associates were informed on the complaint and not to over tighten during assembly. Based on the above examination results, discussion and conclusion, it is recommended to propose to add uv bonding on the connections as to prevent from over tightening and take precautions stated in the instruction for use ¿ ¿do not over tighten connections as this may crack the connections leading to leakage.¿

Event description:
Blood leakage was observed at inline 3 way stopcock(red) for syringe during returning the patient's blood after blood sampling.